Event description:
Patient reported "late-onset seroma" and "pain". This record is for left side. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Clarification to d6a implant date: partial date of "june 2016". A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late; capsular contracture baker grade iii.

Event description:
Patient reported "late-onset seroma" and "pain". Healthcare professional later reported capsular contracture baker grade iii and treatment for seroma as "ultrasound-guided puncture". This record is for left side. The device remains implanted.